Event description:
During the percutaneous procedure with a postero-lateral access, the guide wire of the working cannula broke. A c-arm was used to locate the wire. The wire was then removed via an endoscopic grasping forceps from within the patient. The patient suffered no adverse reaction.

Manufacturer narrative:
The disc-fx system is designed to safely, rapidly and effectively perform lumbar discectomy procedures. In this surgery, after the needle is placed in the patient, the guide wire is inserted through the needle. The needle is removed and the cannula is placed over the guidewire. The wire broke 4 1/2 inches at the distal end, leaving one to assume excessive manipulation of the cannula over the wire caused the wire to break. Surgeon did not attend any disc-fx training workshops.